Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer's mother stated that they revised more than one no delivery alarm, but they did not want to trouble shoot the issue. The customer did not change their infusion set and did not want to send the reservoirs back for analysis. The mother was advised to call back to trouble shoot the issue when the alarm occurs again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.